Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted in the distal lcx during the index procedure. It is reported that the third endeavor sprint stent was implanted to treat complications of a dissection after the initial stent implantation. Investigator has indicated that the event was related to the study device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure dissection. (B)(4).